Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips are jamming when attempting to deploy/advance. No patient injury but multiple ae05s had to be tried before one properly worked.